Event description:
This device is used for our heart biopsies. We had it in the rv of the heart and the spring within the device broke with the bioptome in the open position. We had to use a grasper to pull the wire back to close the device and remove it from the body.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
This device is used for our heart biopsies. We had it in the rv of the heart and the spring within the device broke with the bioptome in the open position. We had to use a grasper to pull the wire back to close the device and remove it from the body.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened device was returned for evaluation. Visual inspection found that the actuating cable was loose from the grub screw in the slide body, resulting in the spring being separated from the device. Thereby confirming the complaint. The samples are being sent back to the supplier for further investigation. A scar# (B)(4)has been issued to notify the supplier viant as&o holdings, llc that an investigation is necessary. Per the supplier's investigation, they will take necessary corrective measures.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
This device is used for our heart biopsies. We had it in the rv of the heart and the spring within the device broke with the bioptome in the open position. We had to use a grasper to pull the wire back to close the device and remove it from the body.